Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5104914. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that it was discovered during a revision (MFR report number 3006630150-2019-01824) that the patients lead had migrated. The patients lead was replaced during the revision procedure. The patient was reportedly doing well postoperatively.